Event description:
The company was informed that the pt had developed a sore under the external headpiece. The pt was advised to discontinue use of the external equipment and apply antibiotic cream (type unk) to the sore. The magnet strength was decreased in the external headpieces. After four days, the pt resumed use of the external equipment. The pt is being monitored.